Event description:
The user has reported intermittent sound and static since the beginning of (B)(6) 2021. It was also noticed a slow decline in hearing benefit or speech over the past few years. During the last audiological appointment, the external parts have been replaced and the sound quality was better while performing some programming changes. However, after disconnecting from the computer, the user started experiencing intermittent sound again. It was therefore tried to replace the coil for a second time and the recipient could hear again. The user has been re-implanted with a new device on (B)(6) 2021. This report refers to 9710014-2021-00031. For further information please refer to this report.